Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that the insulin pump showed meter blood glucose now alert. He stated that his blood glucose was not registering because it was over 400 md/dl. The customer advised that he treated for his blood glucose with two boluses. He complained of fatigue. The customer's blood glucose was 458 mg/dl. The customer did not find any issues related to the insulin, infusion set cannula, or presence of air bubbles. He stated that the infusion set cannula was straight upon removal. He declined to check his settings. He advised that he would monitor the insulin pump for now, change the site, and call back to further troubleshoot the issues if necessary.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.